Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Event description:
The customer reported via phone call that the insulin pump had moisture. Customer's blood glucose level was unknown. Customer stated they do hear fluid when shaking the insulin pump. Customer states they see fluid under the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.